Event description:
It was reported that, over the last months, this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, measuring out of range shock impedance measurements. Troubleshooting options were recommended. At this time, this rv lead remains in service and there were no adverse patient effects reported. Additional information received indicated that the patient was evaluated and the shock impedance measurements were stabilized. The patient is going to be continued remotely monitor.